Event description:
A 3500 was received from the FDA. During an acl repair the tip of a drill broke off into patient's femur. The facility states in the 3500 that this was not an adverse event, but was a product malfunction. However, in the same report, they could not articulte if there was patient harm or not due to this incident. There is no evidence in the depuy mitek complaints system that the facility ever notified mitek concerning this issue. Further this is the 1st complaint received for any reason concerning this product. Several phone calls to the facility brought no response concerning this event.